Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue occurred again.